Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). The device is available to be returned for analysis, but it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment the inner catheter of the stent separated from the device and was left inside the patient after the physician removed the outer catheter. Approximately 80cms of inner catheter was left inside the patient. The physician had to then snare the inner catheter that was left inside the patient and remove it. The patient was not injured by the malfunction of the device. The stent was deployed successfully. This occurred while a doctor was deploying a 12x60 smart stent into a patient's upper extremity, mid to upper arm to open up a venous fistula that had become diseased. The physician was using a 7f 5.5cm brite tip sheath. The device and the inner catheter were both salvaged and can be sent back to the complaints department.

Manufacturer narrative:
Complaint conclusion: during deployment the inner catheter of the stent separated from the device and was left inside the patient after the physician removed the outer catheter. Approximately 80cms of inner catheter was left inside the patient. The physician had to then snare the inner catheter that was left inside the patient and remove it. The patient was not injured by the malfunction of the device. The stent was deployed successfully. This occurred while a doctor was deploying a 12x60 smart control biliary stent into a patient's upper extremity, mid to upper arm to open up a venous fistula that had become diseased. The physician was using a 7f 5.5cm brite tip sheath. The lesion was not calcified or tortuous. It had a stenosis rate of 80%, with 50% stenosis after pre-dilation, and an angulation of less than 5 degrees. There were no damages or anomalies noted to the device prior to removal from packaging; and there were no damages or anomalies noted to the packaging prior to opening. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). The stent delivery system did not pass through any acute bends; however, it had to pass through a deployed stent distal 1 cm. The access site was located in the lower arm cephalic vein with an ipsilateral approach. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards or across the lesion. The inner shaft was not kinked or bent. All the slack was removed from the stent delivery system prior to attempting to deploy, and the smart control locking pin in place during advancement towards the lesion until it was removed before deployment attempt. There was no thrombus present proximal to, at, or distal to the lesion site. There was no unusual force used at any time during the procedure (including during deployment); and excessive torquing was not required during advancement. The product was returned for analysis. One non-sterile smart 7fr 80cm biliary 12x60 sds was returned. Per visual analysis the stent had been deployed. The inner member was separated from the hub. No other anomalies were noted. Per sem analysis the separated sections of the inner member revealed elongations. The elongations noted revealed evidence of a plastic deformation of the product due to an application of a tension force that induced the separation. No other issues were noted during the sem analysis. A device history record (DHR) review of lot 17433757 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner shaft separated-in patient (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the separation could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the burst as evidenced by elongations noted on the separated inner member during analysis indicating the application of excessive force. According to the instructions for use ¿the cordis s.m.a.r.t. Control nitinol stent transhepatic biliary system is designed to deliver a self-expanding stent to the biliary tree via a sheathed delivery system. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received: the lesion was not calcified or tortuous. It had a stenosis rate of 80%, with 50% stenosis after pre-dilation, and an angulation of less than 5 degrees. There were no damages or anomalies noted to the device prior to removal from packaging; and there were no damages or anomalies noted to the packaging prior to opening. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected, handled, and prepped according to the IFU. The stent delivery system did not pass through any acute bends; however, it had to pass through a deployed stent distal 1 cm. The access site was located in the lower arm cephalic vein with an ipsilateral approach. There was no difficulty encountered while advancing/tracking the sds towards or across the lesion. The inner shaft was not kinked/bent. All the slack was removed from the stent delivery system prior to attempting to deploy, and the smart control locking pin in place during advancement towards the lesion until it was removed before deployment attempt. There was no thrombus present proximal to, at, or distal to the lesion site. There was no unusual force used at any time during the procedure (including during deployment); and excessive torqueing was not required during advancement. Complaint conclusion: a report was received that after successfully deploying the stent of a 12 x 60mm smart biliary stent delivery system (sds), the inner shaft separated within the patient. The retained portion was successfully retrieved with snaring. The procedure was successfully completed with no reported patient injury. The event involved a patient undergoing percutaneous intervention of a target lesion in the arteriovenous fistula (avf). This target lesion was located in the patient¿s upper extremity and was described as 80% stenosed, non-calcified, non-tortuous and with an angulation of less than 5 degrees. The patient¿s vasculature was accessed from the lower arm cephalic vein via an ipsilateral approach with a 7fr 5.5cm brite tip sheath. The lesion was pre-dilated with a residual stenosis of 50%. The site reported that the smart sds had been stored, inspected, handled and prepped according to the instructions for use (IFU). There were no damages or anomalies noted on the prior to removing it from its¿ packaging and no difficulty encountered when removing it from this packaging. The sds was advanced into the patient with no difficulty with the locking pin in place. Though it did not have to pass through any acute bends, the device did have pass through a previously deployed stent. There was no thrombus present proximal to, at or distal to the lesion site. Prior to deploying the stent, all the slack was removed from the sds and the locking pin was removed. After the stent was successfully deployed, the site reported that 80cm of the inner shaft of the catheter had separated from the device and was retained within the patient. No unusual force was used at any time during the procedure and the sds was not excessively torqued. The physician was able to successfully snare the retained portion of the sds with no reported patient injury. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, this device is indicated for palliation of malignant neoplasms of the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Users are cautioned that re-crossing a partially or fully deployed stent with adjunct devices must be performed with caution. Based on the information available for review, there are procedural factors (use of the device in an avf and crossing a previously deployed stent) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis. Section was updated accordingly. The engineering report for the returned device is not yet available; however, it will be submitted within 30 days upon receipt. The decontamination site reported the following information on the returned device: device received with inner catheter separate. Additional information is also pending and will be submitted within 30 days upon receipt.